Event description:
As per the complaint provided: ecn description: there have been 2 patient cases lately in which the larger 20cc replacement balloon g-tubes have cause significant ulcertaion and bleeding due to mgration into the duodenal bulb.

Manufacturer narrative:
Complaint number (B)(4). Detailed event description: there have been 2 patient cases lately in which the larger 20cc replacement balloon g-tubes have cause significant ulcertaion and bleeding due to mgration into the duodenal bulb. Was there a change in material used to make the g-tubes, the physicians thought maybe a thicker plastic despite it still being 20 fr? We needed the enfit end but I did not think there would be much difference what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: removed balloon what is the next course of action?: not sure patient present at time of event?: yes patient complications: bleeding in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: migration of the balloon medical or surgical interventions: endoscopy patient outcome: unknown device acquired from a distributor?: no time of the event: ongoing use.